Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. Review of the device log does show evidence of the reported problem. However, it does not necessarily indicate a device malfunction. The log indicates the cause of the problem was likely due to poor connection between the pads/adaptor/multifunction cable and device, or an issue with the pads/adaptor/multifunction cable. The accessories used were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.